Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after an tka surgery performed on 2008, a revision surgery is scheduled for (B)(6) 2022 to revise the 13mm poly liner. Current health status of the patient is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a poly liner exchange/revision is scheduled for (B)(6) 2022 for unspecified reasons approximately 14 years post left total knee arthroplasty. The provided photocopied images were assessed; however, unable to make any conclusions on the root cause of insert revision based on the 3 images. No further clinically relevant documentation has been provided as of the date of this medical investigation as the revision event is scheduled for a future date. The root cause and the patient impact beyond what has been reported cannot be fully assessed or confirmed. No further medical investigation could be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.